Event description:
It was reported that the patient experienced a loss of therapeutic effect, with no stimulation sensation to the left leg. There was no known related incident or accident reported. The lead was plugged into the 8-15 port in the implantable neurostimulator. It was suggested that one of the tails of lead was disconnected as part of the lead was not able to cover the patient's stimulation needs. The lead had worked fine following implantation. The patient's healthcare provider (hcp), then, fed a percutaneous lead along side of the implanted lead in order to provide stimulation to the effected area. The patient felt sharp pain at the device site when the stimulation was near 5.0 volts. The pain resolved when the stimulation was turned down to a "low level," or turned off. Reprogramming of the device was attempted without a positive outcome. Impedance readings were in the 600-800 ohms range, at 0.7 volts. It was further reported, following confirmation by x-ray, that the lead had migrated four vertebral bodies inferiorly to the location of initial implantation. It was later reported that no further troubleshooting was to be performed. The patient was scheduled to have the lead removed and replaced on (B)(6), 2011. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).